Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389s-40 (lot: va16a1p); product type: 0200-lead; implant date: on (B)(6) 2016; explant date: on (B)(6) 2025, brand name: activa; product ID: 3389s-40 (lot: va16a1p); product type: 0200-lead; implant date: on (B)(6) 2016; explant date: on (B)(6) 2025, brand name: activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025, brand name: activa; product ID: 3708660 (serial: (B)(6); product type: 0191-extension; implant date: on (B)(6) 2025; explant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced skin breakdown at the lead extension connection site, resulting in exposed hardware. Surgical intervention was performed, and all implants were removed due to wound breakdown and hardware exposure at the extension site. No specific environmental, external, or patient factors contributing to the issue were identified, and no details regarding diagnostics or troubleshooting were provided. The issue remains unresolved, and no further information is available from the healthcare professional.